Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no blood was noted through the marker lumen of the prostyle device. The device was flushed with saline, there was no problem when flushed with saline. The prostyle device was reinserted but again no blood was noted from the marker lumen. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.